Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. It was later confirmed by the biomedical engineer that he replaced the therapy connector assembly to resolve the reported issue. Once repairs related to the non-critical issues have been completed to the device, and proper operation has been observed, it will be placed back into service for use. The device has not been returned to physio-control for evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control for technical support related to non-critical issues with the device. In addition to the non-critical issues, the biomedical engineer advised that the device's therapy connector was loose. As a result, the device failed to shock during testing because the connection between the test equipment and the device was lost. There was no patient use associated with the reported event.